Event description:
Customer reported that their precision xtra blood glucose meter was not retaining its setting, and that they were receiving the same glucose result each day when attempting to use the product. He then recalled entering into a state of "diabetic shock," and losing consciousness. Paramedics were called, and the customer was transported to a local hospital, where insulin was administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer reported discarding their glucose meter, and will not be returning it. A follow-up report will be filed with any additional details should they become available.